Event description:
A total reports of events associated with cidex opa. The events concern inadvertent contact, spills or leaks of cidex opa.

Manufacturer narrative:
Catalog# 20390: a total events, catalog# 17800: events, catalog# 20396: 2 events, catalog# 20394: 1 event, catalog# 20392: 1 event, catalog# 20398: 1 event. A total reported events were identified from a retrospective review of complaint files from 08/28/2006 to 08/31/2008.